Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced foreign matter in the tube; biological and non-biological, along with discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "it was reported that there was pieces of plastic and crystallization of anticoagulant in the tubes. Hematology stated that they are noticing pieces of plastic and the crystallization of the anticoagulant in some of the lav tubes."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced foreign matter in the tube; biological and non-biological, along with discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "it was reported that there was pieces of plastic and crystallization of anticoagulant in the tubes. Hematology stated that they are noticing pieces of plastic and the crystallization of the anticoagulant in some of the lav tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.